Event description:
It was reported that on (B)(6) 2011, the patient was admitted for a non-st segment elevation myocardial infarction (nstemi). The patient had three promus stents implanted on (B)(6) 2011, in a "v" stenting technique in the ostial/proximal ramus and left anterior descending artery (lad). Approximately a year later, on (B)(6) 2012, the patient called the cardiologist to discontinue the plavix. On (B)(6) 2012, the patient presented to the hospital with chest pain. In the emergency room, medications were given for the chest pain. Cardiac enzymes were performed and were noted to be elevated. The patient was also noted to have EKG changes. A myocardial infarction (mi) was suspected. The patient declined any further intervention and was discharged to a rehabilitation facility. As the patient did not pursue the intervention or catheterization after the mi, it is unknown if the mi is related to the stents; however contributing factors could be the anemia, co-morbid disease progression, and stopping antiplatelet medications. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.